Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the monitor needed to be rebooted. To resolve the issue, the technician rebooted the monitor. The unit was tested, confirmed to be operating according to specification, and returned to service.

Event description:
The user facility reported that prior to a patient procedure the image to their hexavue custom room rack was distorted. No report of injury.